Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device powered itself on without any user interaction. As a result, the device's internal batteries may become prematurely depleted and the device may not have enough power to provide adequate defibrillation therapy if needed. There was no patient use associated with the reported event.